Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) units display is flickering. There was no patient involvement.

Manufacturer narrative:
Telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the video receiver cable. The iabp was returned to the customer and cleared for clinical use.